Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. (B)(4).

Event description:
Customer¿s mother reported via phone call that the insulin pump was exposed to water. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was vibrating without an alarm. Customer stated that insulin pump was exposed to lake water. Customer stated that insulin pump display went blank immediately after trying to turn the pump back on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis.